Event description:
Tech alleged trendelenburg will not engage.

Manufacturer narrative:
Tech found no power to solenoids, replaced cable assy. Bed working no injuries sum - no trend functions due to open wire that supplies power to the trend solenoid. Cause: unk due to no death or injury being reported, a field investigation will not be performed.